Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarm was noted. The insulin pump communicated properly with the glucose sensor simulator and test transmitter. The insulin pump alarmed for a button error due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads and minor scratches on the display window.(B)(4).

Event description:
The customer reported via telephone call that the insulin pump buttons were unresponsive. The insulin pump had alarms for low battery and battery out limit. The blood glucose reading was 170 mg/dl. The customer reported that the insulin pump had been exposed to moisture. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.